Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet bionic pancreas with a g7 continuous glucose monitor (cgm) experienced hyperglycemia, with cgm indicating high and a confirmatory glucometer value of 340 mg/dl for approximately three hours after eating a carbohydrate-heavy sandwich, following a smaller-than-appropriate meal announcement. Symptoms included elevated blood glucose without reported acute complications. Outcomes included user education on accurate meal announcements and carbohydrate consideration, with glucose trending down to 328 mg/dl by the end of the call. Investigation included troubleshooting and education on meal announcement selection and carbohydrate impact. Investigation of this case revealed use error related to incorrect meal size announcement, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement leading to under delivery of insulin relative to meal carbohydrate content.